Event description:
It was reported that a patient presented on an unknown date in 2015 with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2019, the aneurysm reportedly ruptured as a result of distal device migration of the gore® excluder® trunk-ipsilateral leg endoprosthesis. It was stated that the device migration was caused by the loss of wall apposition and disease progression that had created a type ia endoleak. It was necessary to convert the patient to open surgery and to explant the devices.

Event description:
It was reported that a patient presented on (B)(6), 2015, with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6), 2019, the aneurysm reportedly ruptured as a result of distal device migration of the gore® excluder® trunk-ipsilateral leg endoprosthesis. It was stated that the device migration was caused by the loss of wall apposition and disease progression that had created a type ia endoleak. It was necessary to convert the patient to open surgery and to explant the devices.

Manufacturer narrative:
Updated: section a, b5, section d, h6 evalaution codes h6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration and surgical conversion.